Manufacturer narrative:
In the returned state, the lead had been cut through about 11 cm distal of the is1 connector pin. A proximal lead fragment was available for analysis. The distal lead fragment, including the rv shock electrode, and the tip electrode were missing for analysis. The returned fragment was examined visually, mechanically, and electrically. At several sites of the lead, severe signs of abrasion could be seen. The insulation was intact. The measurement of the direct current resistances of the electrical conductors proved to be unremarkable. In relation to the complaint, the analysis of the lead fragment did not show any deviations that could have led to artifacts in the iegm. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of 57 months, artifacts in the iegm were reported. The lead was capped, but fragments were returned for analysis. No deterioration of the patients state of health was reported.

Event description:
Ous MDR - after an implantation time of 57 months, artifacts in the iegm were reported. The lead was capped, but fragments were turned for analysis. No deterioration of the patient's state of health was reported.